Event description:
A complaint was received via webform regarding a sensor error scan while wearing the adc device. As a result, the customer was provided with juice, sugar, and/or food by a non-healthcare professional for the treatment. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding a sensor error scan while wearing the adc device. As a result, the customer was provided with juice, sugar, and/or food by a non-healthcare professional for the treatment. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received via webform regarding a sensor error scan while wearing the adc device. As a result, the customer was provided with juice, sugar, and/or food by a non-healthcare professional for the treatment. No further information was provided. Adc customer service attempted to contact the customer to gain additional details regarding this event, however all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-28839.